Event description:
Ventilator in use on pt, when at 0830, all indicator lights on ventilator came on, and ventilator stopped breathing for pt. While this was occurring code 1202 appeared on the ventilator display.